Event description:
It was reported that stent dislodgement occurred. A 5.0mmx19mmx150cm express¿ vascular sd stent was selected to treat the lesion. During unpacking, the physician noted that the stent was slightly dislodged. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd stent delivery system with stent. The balloon was tightly folded with the stent secure on the balloon between the markerbands. There was no stent dislodgement. Inspection of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 5.0mmx19mmx150cm express¿ vascular sd stent was selected to treat the lesion. During unpacking, the physician noted that the stent was slightly dislodged. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).